Manufacturer narrative:
The reported overinfusion could not be confirmed nor replicated during the log review or device testing. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.

Event description:
In 2007, an insulin infusion of 250 units in 250 mls was started at 11 units per hour (11 mls). Two hours later the entire bag had infused. Patient was given 3 amps of d 50 and started on a continuous infusion of d 10 after the event. Patient recovered without sequelae. Data from the pcu log was reviewed for the time period in question. Device had been in use off and on since 11/14/2007 and had been infusing at various rates leading up the reported event. A review of the events found in the log for the period in question are consistent with a new bag being hung with a new vtbi on 230 ml programmed and the previous infusion rate continued. Data from the log indicates that the infusion ran for approximately 2 hours and 54 minutes and should have delivered 32 mls during the summarized events. It could not be determined from the log what happened to the remaining fluid. The returned disposable set was pressure tested at 10 psi for leaks and none were found. Testing and inspection found the device to be assembled correctly and operating within specifications. The module was opened and inspected; the interior was found to be clean and free of damage, the mechanism was disassembled and all four occluder springs were found to be intact and installed properly on their respective occluder posts.